Manufacturer narrative:
Exact date unknown, event occurred three years ago.

Event description:
It was reported that the patients spinal cord stimulator (scs) system was not working properly. The patient underwent an explant procedure. No further information could be obtained despite good faith effort.